Event description:
It was reported that bd nexiva tubing separated from adapter. The following information was provided by the initial reporter: when flushing an IV it was noted the y site dual port of the IV disconnected from the tubing. IV discontinued and new IV placed with no issues. No harm. Event date: 5/14/25.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5065713. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.